Manufacturer narrative:
A visual examination of the returned device found the wire basket assembly to be extended. Residues solidified were present on the device. The basket tip was intact and the basket wires were slightly bent. Moreover, the sheath is kinked from the distal end. The side car-rx presented pushback out of specification. The handle cannula was found to have been pulled out of the finger ring portion of the handle assembly and had been pushed forward into the distal end of the handle assembly. Further examination of the handle cannula found the dimples were visible and properly located. Drag marks were present from the proximal and distal screw toward the proximal end as the cannula has been forcibly pulled out from the set screws. The set screws which were found to be present in the handle assembly. The distal screw depth was measured to be within specification. It is the most likely that during procedure the device could have been manipulated, since the failures found (side car-rx pushback, sheath kinked, and basket wires bent) are issues that could have been generated by the manipulation of the device, the interaction with the scope or the interacting with other devices. Additionally, it cannot be determined how much tensile force the handle cannula received during the procedure. Moreover, the unit has residues solidified. Therefore, the most probable root cause of this complaint is operational context, since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02345 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-02346 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when trapezoid basket exited the tip of the endoscope channel, it was noted that the side car-rx (guidewire port) was push backed. A second trapezoid basket was then used. However, during an attempt to crush the stone, the pull wire detached from the handle. The stone was removed from the basket and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2016-02345 for the first trapezoid rx basket and manufacturer report# 3005099803-2016-02346 for the second trapezoid rx basket. It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during a bile duct stone removal procedure performed on (B)(6) 2016. According to the complainant, during the procedure, when trapezoid basket exited the tip of the endoscope channel, it was noted that the side car-rx (guidewire port) was push backed. A second trapezoid basket was then used. However, during an attempt to crush the stone, the pull wire detached from the handle. The stone was removed from the basket and the procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."